Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during an ipg explant procedure on (B)(6) 2024 [related manufacturer report number: 1627487-2024-08167], the physician cut both extensions to the battery and explanted the ipg. The physician kept the lead and part of the extensions implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the remaining portions of the extensions were explanted. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.